Event description:
The report received indicated that during a percutaneous transluminal angioplasty, the balloon on the opta pro dilatation catheter burst and the pt lost 2300 cc of blood. Therefore, to retrieve the product, the procedure was converted to an open procedure. Additional pt and procedure specific info has been requested; however, as of yet, the info has not been received.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. Additional info will be submitted within 30 days upon receipt.